Event description:
The physician was trying to stent the celiac artery doing a four vessel custom fenestration. The cook ansel 1 7fr sheath was inserted through axillary access. It was reported the stent was noticed to be off the balloon as it was being deployed in the celiac. They retrieved it with a snare. No harm came to the pt.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.